Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's system was explanted on (B)(6) 2019.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The unique device identifier (UDI #) is unknown because the lot number was not provided.

Event description:
Related manufacturer reference number: 1627487-2019-13507; related manufacturer reference number: 1627487-2019-13508. It was reported the patient experienced migraines along with nausea and vomiting while stimulation was turned on. Patient stated migraines ceased within 30 minutes of turning stimulation off. Surgical intervention may be undertaken at a later date.